Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-05530. The pt has two leads (from the same lot). It was reported the pt has experienced pain at the ipg site since being implanted. It was also reported the pt is not receiving adequate coverage. The pt experienced breast, rib, and abdominal stimulation while being reprogrammed. X-rays were taken and both leads may have migrated. The pt may undergo surgical intervention on a later date. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.